Manufacturer narrative:
Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that there was concern that the battery of this pacemaker was depleting prematurely. The expected longevity was down to 11 months. A request was made to have data from this device analyzed. Disk analysis confirmed the power consumption had been increasing over the past year and device replacement was recommended. The pacemaker remains in service at this time and no adverse patient effects were reported. It was additionally reported that the power consumption of the pacemaker had stabilized. The pacemaker remains in service.

Event description:
It was reported that there was concern that the battery of this pacemaker was depleting prematurely. The expected longevity was down to 11 months. A request was made to have data from this device analyzed. Disk analysis confirmed the power consumption had been increasing over the past year and device replacement was recommended. The pacemaker remains in service at this time and no adverse patient effects were reported.